Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to replace the matrix control board in drawer five. A field service engineer troubleshooted and found that drawer five was not being recognized. So, it was replaced with the control board. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system had a drawer failure which was not populating after an application reboot. They reported that the user was unable to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.